Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced an unknown duration of asystole during an unrelated surgical procedure requiring the administration of atropine. The cause of asystole was unknown, however, the procedure was completed with no additional adverse patient effects reported. This product remains implanted and in service.